Event description:
The lead was explanted when noise was observed on the ventricular channel which resulted in inappropriate shocks. It was reported that the pt may have been injured by a large falling object directly on the pocket site. An x-ray revealed a lead fracture. When extracting the lead, the stylet could not be moved past the fracture site. The helix could not be retracted and therefore, the physician had to pull directly on the lead in order to extract it. The distal tip of the lead, including the helix, remained inside the pt's heart when the rest of the lead body was pulled out. Using a snare apparatus, the physician was able to maneuver the remaining lead tip out of the heart, but the lead came out of the snare and lodged in the wall of the vein. Thrombosis built up around it and the lead tip, helix extended, was left in place.